Manufacturer narrative:
This medwatch is submitted to send the result of the investigation. Additional information received: the patient is doing very well no x-rays can be provided. The implant was loaded correctly with the words up and it was set at zero. From information provided, based on the product history records, the review of the case and the recurrence of this type of event for this implant, the likely cause for the event is a mishandling during prothesis repositioning . Indeed, according to the provided description , the surgeon put the prothesis too in posterior which made him to reposition the implant. Indeed, as mentioned in the surgical techniques (step 11). Under fluoroscopy, insert the device progressively into the disc space by tapping lightly on the implant inserter¿s impaction knob with a mallet until the device is centered on the vertebrae anterior-posterior and medial-lateral. Mooreover , during and after insertion, avoid lateral and rotational movements of the implant-to-peek cartridge assembly. This could explain the disassembly that could have been caused by the repositioning while the implant was already inserted in the disc space. The investigation found no evidence to indicate a device issue.

Event description:
Mobi-c p&f us: implant was too far posterior during implantation then disassembled. According to information provided by reporter: the surgeon put the implant in, it was too far posterior. Surgeon tried to pull it back and reposition the implant and it came off the peek cartridge. They have opened another product and wasted the one that came apart. No harm to the patient. Delay not sup to 30 min. Additional information received on march 07th 2019 : the patient is doing very well no x-rays can be provided. The implant was loaded corrrectly with the words up and it was set at zero. No additional informations were received.

Manufacturer narrative:
This medwatch is submitted to send the initial report. Product will not return to the manufacturer as it has been discarded by the hospital. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Investigation is still ongoing. Conclusion not yet available.

Event description:
Mobi-c p&f us: implant was too far posterior during implantation then disassembled. According to information provided by reporter: the surgeon put the implant in, it was too far posterior. Surgeon tried to pull it back and reposition the implant and it came off the peek cartridge. They have opened another product and wasted the one that came apart. No harm to the patient. Delay not "sup" to 30 min. Investigation ongoing.